Manufacturer narrative:
H11: a livanova field service engineer (fse) was dispatched to the facility to investigate the device and could not confirm the reported issue. As preventive measure, the hkr electrical board was replaced. Unit was tested and found aligned with specification, thus it was returned back to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report of a timeout of electrical remote-controlled (erc) tubing clamp, without being functional. Reportedly, the centrifugal pump drive experienced an internal control error during the event. The issue occurred during set-up of the device. There was no patient involvement.